Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the tubing set is allowing medication into the intravenous fluid bag. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10050187 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the gra set 60dp 2ss w/ext set  4g-4w stpck had flow issues that allowed medication to enter the intravenous fluid bag. The following information was provided by the initial reporter: "the product in question is mfg # 10050187 and has been removed from the cardiothoracic operating rooms and preop due to concerns with the tubing allowing medication making it into the intravenous fluid bag."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gra set 60dp 2ss w/ext set  4g-4w stpck had flow issues that allowed medication to enter the intravenous fluid bag. The following information was provided by the initial reporter: "the product in question is mfg # (B)(4) and has been removed from the cardiothoracic operating rooms and preop due to concerns with the tubing allowing medication making it into the intravenous fluid bag."